Event description:
On 05/15/2009, the pt reported that in 2009, her blood glucose measured "hi" on her blood glucose monitor, "I think it was 573 mg/dl or something." She was concerned that the infusion device was not correctly delivering insulin. She stated that this morning her blood glucose measured 353 mg/dl and she injected insulin via syringe. Her blood glucose measured 335 mg/dl at the time of the report. Her normal blood glucose range is 80-120 mg/dl. Troubleshooting did not reveal any product issues. Further attempts to follow up with the pt were unsuccessful. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.